Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 upon sensor applicator removal, sensor wire was missing. Pod. Patient did not report any further injury or medical intervention at the time of contact with dexcom technical support.